Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: d product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient had a routine battery replacement scheduled when the new battery was connected to the existing leads all impedance values were out of range. An impedance reading had not been possible when the leads were connected to the previous battery due to the status of the battery. A small fracture was noted on the extension. The surgeon elected to replace at least the extension to see if the impedance on the two leads would improve. Impedance was unchanged. The surgeon was not going to replace the leads at the surgery on (B)(6) 2017. Diagnostics were performed in the operating room and post-operative with the new battery, extension, and programming, but impedance remained out of range. A rep was planned to be at the patient¿s post-operative visit to re-evaluate the impedance and program the patient. If the patient¿s impedance readings were still out of range and they felt no stimulation, then the surgeon was to schedule the patient for a lead replacement with a paddle lead. The patient¿s po st-operative appointment was on (B)(6) 2017. There were reported no environmental/external/patient factors that may have led or contributed to this issue. The issue was not resolved as of (B)(6) 2017, but the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the out of range impedance had not resolved, but the patient was reporting that they felt stimulation in the pain areas where needed now. It was noted that the had not planned to turn on the device until the patient's follow-up appointment to determine if it had resolved. No further action was taken, aside from the troubleshooting measures that were taken during the surgery. The physician was informed of the impedance issue and also that the patient reported feeling stimulation in the same areas as before, prior to the battery replacement. The physician did not want to proceed with any lead replacement at this time. The cause of the out of range impedance was not determined.